Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue. H6: other - the device was evaluated but not yet repaired.